Event description:
Device was used during a laparoscopic bilateral oopherectomy (for bilateral ovarian cysts) which was carried out on an overweight pt. In view of that fact, a central metal (reusable) trocar, a disposable 5mm lateral trocar and a disposable 2mm, and a long lateral trocar were used. Details of the long trocar as follows: surgical trocar, 512x, tristar 12mm, lot h40k6-j exp. Date 8-2000. It was reported by dr that after placing trocar, dr passed through trocar a 10mm . Endobag, nr-173050 for removal of ovarian tumors. Dr removed the metal frame of bag through the trocar and took the trocar out. With removal of trocar, dr noticed that the plastic edge of trocar is partial and broken (about 3 cm). In the tract of the trocar, in the abdominal wall, dr only found 2 small fractions of the trocar and therefore, had to open abdomen to retrieve the missing parts. In the abdomen cavity dr found most of missing fragments, some of them were tiny pieces that were scattered on the omentum or on the intestine. Dr did not manage to find all the missing fragments. After a thorough exam of the abdominal cavity, dr closed the abdominal wall even though part of the missing fragments have not been found. It was reported by the affiliate that pt developed paralytic ileus 2 days post-op. It was reported by affiliate that pt was dismissed 8 days post-op.